Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that device was removed 3 days after implant as the patient developed pain. The physician believes the lead migrated and irritated a nerve root. The device was removed and there have been no reports of further complications regarding this event.